Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 424 mg/dl. The customer called for assistance in programming the insulin pump. The customer also states a child bumped the insulin pump and broke it. Reminded customer to review insulin pump settings on previous pump prior to programming the replacement. Advised to follow up with health care professional if current settings need to be changed. Assisted customer with programming and was successfully been able to set up insulin pump. The insulin pump will not be returned for analysis.